Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) malfunctioned. Augmentation pressure doesn;t show on the screen. No harm reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.